Event description:
Information was received from the product surveillance registry (psr) regarding a patient receiving various intrathecal medications via an implanted pump. The patient's indication for use and medical history were not specified. On (B)(6) 2015 the patient reported excessive sweating following pump implant ((B)(6) 2015). This was attributed to the dilaudid and bupivacaine in the pump and not the implant procedure. Ditropan was administered on (B)(6) 2015 and the event was considered resolved without sequelae as of (B)(6) 2015. The patient experienced back and lower extremity numbness on (B)(6) 2015, and burning pain on (B)(6) 2015. Excessive sweating, lower extremity weakness, and upper extremity numbness were also reported. The symptoms were related to the intrathecal medication and not the device implant procedure. On (B)(6) 2015, the pump contained intrathecal dilaudid 2.0mg/ml, 1.2993mg/day and intrathecal bupivacaine 30.0mg/ml, 19.489mg/day, in a simple continuous infusion, with a (B)(6) patient activated (pa) dose. Clonidine 200.0mcg/ml had been added to the pump on (B)(6) 2015. The doses were then programmed to intrathecal dilaudid 1.5004mg/day; intrathecal bupivacaine 15.004mg/day; intrathecal clonidine 100.02mcg/day, with a (B)(6) pa dose. The pump was reprogrammed on (B)(6) 2015 and the patient was instructed to stop using the pa dosing on (B)(6) 2015. The event was considered resolved without sequelae as of (B)(6) 2015. On (B)(6) 2015 the pump contained intrathecal dilaudid 2.0mg/ml, 2.0005mg/day; intrathecal bupivacaine 15.0mg/ml, 15.004mg/day; intra thecal clonidine 50.0mcg/ml, 50.012mcg/day, simple continuous infusion, with a (B)(6) pa dose. Following refill/reprogramming on (B)(6) 2015, the pump contained intrathecal dilaudid 4.0mg/ml, 2.0005mg/day; intrathecal bupivacaine 30.0mg/ml, 15.004mg/day; intrathecal compounded baclofen 150.0mcg/ml, 75.02mcg/day. The patient reported urinary retention on (B)(6) 2015, prior to the pump refill. This was attributed to the previously increased dose of dilaudid. Urecholine was administered on (B)(6) 2015 and this event was considered resolved without sequelae as of (B)(6) 2015. The patient again reported urinary retention on (B)(6) 2015 which considered possibly related to the clonidine (baclofen had then been removed from the pump). Bethanecol and flomax were administered on (B)(6) 2015; the event was considered unresolved. The patient also reported nausea and increased pain on (B)(6) 2015 and drowsiness and falling on (B)(6) 2015. These symptoms were attributed to the compounded baclofen that had been added to the pump on (B)(6) 2015. The pump was refilled/reprogrammed on (B)(6) 2015 to intrathecal dilaudid 3.0mg/ml, 1.5004mg/day; intrathecal bupivacaine 30.0mg/ml, 15.004mg/day; intrathecal clonidine 125.0mcg/ml, 62.52mcg/day, (B)(6) pa dosing. The baclofen was removed from the pump. The event was considered to be resolved without sequelae as of (B)(6) 2015. The patient again experienced symptoms related to the intrathecal medication in (B)(6) 2015, the symptoms and dates were as follows: lower extremity numbness (B)(6) 2015; lower extremity weakness on (B)(6) 2015; upper extremity numbness and excessive sweating on (B)(6) 2015. The symptoms were attributed to an increase in the bupivacaine dose which had occurred on (B)(6) 2015. The previous settings were intrathecal dilaudid 3.0mg/ml, 1.8004mg/day; intrathecal bupivacaine 30.0mg/ml, 18.004mg/day; intrathecal clonidine 125.0mcg/ml, 75.02mcg/day, simple continuous, with a (B)(6) pa dose. On (B)(6) 2015, the doses were increased by (B)(6) to 2.2505mg/day, 22.505mg/day, and 93.77mcg/day, respectively. The pa dose was set at (B)(6). The pump was reprogrammed on (B)(6) 2015 and the event was considered unresolved. Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). The outcome was death (B)(6) 2016. The death was not related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.